Event description:
It was reported that the implantable pulse generator (ipg) system exhibited loss of capture (loc) and the patient presented to the emergency room (ER) with long periods of asystole, no ventricular sensing and unexplained abdominal pain. It was also noted that there was capture threshold difficulties in both bipolar and unipolar configurations. The status of the ipg system is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.